Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
During cranioplasty, hydroset was used to fill defect via injectable technique. However, the paste remained in tubular form after injection and hence not able to mold paste to the form required. It was replaced with acrylic bone cement to cover defect.